Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation and the involved lot number is unknown. A current product sample (rf-ga35153 lot# 150826) was evaluated as follows. Visual inspection revealed no anomalies or defects. Magnifying inspection did not reveal any anomalies on the outer surface, including a dent or flaw, which could be a trigger of a generation of a fracture. The outside diameter was measured and confirmed to meet manufacturer specifications. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information and without the complaint sample, the investigation findings verified that the current product sample was the normal product. The potential for such an event is addressed in the warnings section of the instructions-for-use by statements such as the following: warning: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire". (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.

Event description:
The user facility reported separation of the radifocus guidewire device. Follow up communication with the user facility reported the following information: during biliary intubation, a segment separated from the guide wire. It was reported the separated segment was left in the bile duct of the patient. The rest of the device was discarded. The separated piece is still in the patient. The patient is under monitoring now.